Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo concentric lesion with heavy tortuosity, heavy calcification and 90% stenosis in the left marginal coronary artery. After pre-dilatation, a 2.25 x 18 mm xience alpine stent delivery system (sds) was advanced to the lesion. Although, a lot of difficulty in crossing the lesion was noted due to resistance met with the heavily calcified and tortuous vessel, by pushing the sds forcibly several times, the device finally crossed. When pressure was applied to the device, the stent did not deploy; therefore, the xience alpine was removed from the patients anatomy without resistance and the proximal stent strut was slightly flared. A new 2.25 x 18 mm xience alpine sds was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy was able to be confirmed. The reported material deformation (flared) was unable to be confirmed however the proximal end of the balloon was noted to be partially inflated. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.